Event description:
The pt was positioned on their back with their hands on the handgrips. When the operator asked the pt to turn to their right side the pt grasped the edge of the table with the left hand. The pt suffered a pinch injury to their fingers when the table top was moved.